Event description:
Patient suffered pacing loss, which could be recreated by mechanical manipulation.

Manufacturer narrative:
Smoke traces were found on the pacemaker housing, apparently caused by the explantation procedure. The pacemaker connection system was visually and geometrically examined. The dimensions of the connection system meet those prescribed by the international standards. The spring elements that contact the lead connection do not show any deformations. The lead fixation screw for the lead contact meets the specified dimensions and the tolerances, and is free of damage of any kind. The clamping depth required for clamping the is-1 lead connector pin is reached with the lead fixation screw. The device underwent a complete electrical incoming goods control and proved to be within all specifications. There are no pacing or sensing defects. There is definitely no electronic defect. In summary, the analysis results do not indicate any material or manufacturing defect. The pacemaker is within all specifications. The pacemaker undergoing analysis had been used as a successor device at an already implanted lead. Lead-related contact problems might have occurred.